Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 453 mg/dl at the time of incident. The insulin pump received insulin flow block alarm. The customer was assisted in performing 5 unit fill cannula but insulin did not exit and insulin pump alarmed insulin flow blocked. Customer reported that insulin exits after reinsert reservoir and run fill tubing at least for 5 unit. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.